Event description:
Caller reported an issue where drops of insulin were not visible at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.